Event description:
It was reported that the patient was experiencing intermittent diaphragmatic stimulation in all vectors from the left ventricular (lv) lead. No stimulation was noted during lv threshold testing until higher outputs were used. It was also noted that the patient would not feel the stimulation during testing; however, they would feel it when programmed with a pacing algorithm. The patient would feel a thumping sensation and their chest was visibly noted to be moving. Output and pulse width were adjusted to no avail. Continued reporting noted the stimulation was not occurring during testing but only when programmed. Further adjustments were made and the patient no longer had stimulation when programmed. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1qq crt-d implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.